Event description:
A malfunction was reported on a pump. There was no reported impact to the customer¿s blood glucose level as the customer was unsure if it exceeded 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump successfully, which prevented further occurrence of the malfunction. The customer was instructed to continue using the pump and to call back if any issues recur.